Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed , a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that an issue of packaging : there is a hole in inner sterile pouch there was no patient injury and no delay in the surgery

Manufacturer narrative:
(B)(4). The following fields have been completed. The device has not been returned, therefore no product evaluation has been performed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that there is no non-conformity. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed.